Manufacturer narrative:
Based upon the clinical evaluation, the reported unclassified type endoleak and a non-device related type ii endoleak were confirmed. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation, a root cause of the was not definitely identified but the following were possible contributing factors: a left common iliac artery with greater than 90° angulation and greater than 60° aortic neck angulation, both outside the recommended range of device use; the severely calcified aorto-bi-femoral system with heavy calcifications at the aortic neck, bifurcation, and bilateral iliac arteries; and, patent inferior mesenteric artery and multiple lumbar arteries. The latter causing the non-device related type ii endoleaks. No device assessment could be made because the devices remain in the patient.

Event description:
It was reported that approximately 6 months post implant of a bifurcated device and a suprarenal aortic extension the patient was seen routinely for follow up. A surveillance computed tomography (CT) scan demonstrated the patient had an endoleak and interval sac growth. The physician decided to correct the endoleak by implanting a suprarenal aortic extension, a competitor device (palmaz) and two limb extensions. The final angio indication the endoleak was corrected with a possible lingering type 2 from an ilio-lumbar near the distal aorta. The patient was reported to be in stable condition post procedure.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.